Event description:
Patient with history of atrial fibrillation (not on anticoagulation), pulmonary hypertension, aortic stenosis, and congestive heart failure was admitted with dyspnea on exertion and chest pressure. The patient was started on a therapeutic IV heparin infusion (25,000 unit/500 ml bag) at 03:09. Two nurses independently double checked the heparin prior to starting the infusion at 1450 units/hour or 29 ml/hour. Per infusion pump records, the pump was programmed correctly at 1450 units/hour (29 ml/hour)and a vtbi of 450 ml. At 05:49, the nurse administered a dose of furosemide 40 mg IV push, placing the pump on pause at 05:50, and then resuming the infusion at 05:52. At 06:07, the infusion pump started beeping for kvo, and the nurse noted that the bag of heparin was completely empty. Per infusion pump records, the pump indicated that 85.5 ml had been infused. However, the 500 ml bag had completely infused at that time. A ptt assay sent immediately to the lab, which could not provide results because the ptt was too high and out of range. The prescriber ordered protamine 50 mg IV times once. The pharmacist processed the order and the nurse administered the dose as ivp over 10 minutes. A ptt then resulted at 32 sec.